Event description:
It was reported that during a laparoscopic colectomy procedure, the device was used to cut the colon outside the pt body at the second time firing. Although the doctor tried to keep closing the jaw 10 sec after firing, the tissue was dropped out of the jaw. It was found that the staples were b-formed properly and cut line was completed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged knife. Eval summary: the analysis results showed that the device was returned with the 3-stroke indicator disk damaged and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damge to the knife occurred, a possible cause is firing across hard objects. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipment. Event could not be confirmed as the device closed without difficulties noted. A batch record review was performed and no anomalies were found during the mfg process.